Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead worked fine when connected to the analyzer but showed no pacing through the device. The device was removed and the rv lead was connected to a second device and the same issue occurred. The rv lead was removed and a new lead was implanted with the second device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).